Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in a heater bag after use with an amia automated pd cycler set. The particulate matter was further described as ¿clumps of clear mucous-like¿. This was identified after use for automated peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.